Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing. Analysis of the device memory indicated diminished right ventricular sensing. Analysis of the device memory observed noise on the electrogram waveforms. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the extravascular (ev) lead exhibited continued oversensing episodes that were noted to take place when the patient had been training karate and tensing their muscles. The sensitivity was reprogrammed and remains in use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that multiple non-sustained ventricular tachycardia episodes were recorded with one episode of oversensing noise suggestive of electromagnetic interference (emi). The extravascular implantable cardioverter defibrillator (ev-ICD) oversensing prevention was increased and the device remains in use. It was further reported that the following month additional non-sustained ventricular tachycardia and oversensing-noise episodes were recorded. It was noted that the extravascular lead (ev-lead) r-wave got really small during the time in question. It was thought that the most recent episodes were not due to the patient utilizing an electrical apparatus as they had been during the initial episodes. The rv lead remains in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.